Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation excessive motor bearing wear with shaft end play, and black material around the hearing was observed. Evaluation also found an impression on the motor tape from the lower bearing housing and an impression on the processor board shielding tape and back flex. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.